Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (1.7 mg/ml at 1.7 mg/day) and morphine (17 mg/ml at 17 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was initially reported that there was ¿something wrong¿ and the patient could ¿see the lead connection¿. The patient called back as the call was dropped and then reported that in (B)(6) 2017 she fell backwards. The hcp (healthcare professional) she was with at the time picked her up. The patient felt that the hcp should have left her laying down. The fall caused a large hematoma on her head and the pump incision separated; it went into the third layer of her skin. The patient mentioned that she had ms (multiple sclerosis) which caused the fall. She had her right hip x-rayed in (B)(6) 2017 and they found ¿a lead with a bunch of wire on her hip joint¿. The patient confirmed she did not have a pain stimulation implant. The patient discussed her concerns with her current pump managing hcp who hadn¿t heard of a dye test or testing a lead wire. Two weeks ago ((B)(6) 2017), she had ¿electrical jolts¿. The patient indicated that she was a nurse. On (B)(6) 2017 the patient requested information on the difference in pump size between the 40ml and 20ml pumps. Once the differences were explained to the patient, she stated that she needed the smaller pump because she was so small. Additional information was received from the healthcare provider on (B)(6) 2017 who noted that the patient was not of sound mind as such, the healthcare provider noted that the patient couldn¿t have seen a "lead with a bunch of wire on her hip joint". The healthcare provider confirmed that the patient had no stimulation device and that the x-ray was not done at that office. The healthcare provider also confirmed that no parts of the patient's system were visible or seen. No reports of electric jolts were reported to the healthcare provider. The healthcare provider stated that the patient had fallen on their incision following the pump replacement in february and it "busted open". The patient had a wound closure on (B)(6) 2017 to resolve this as the patient's skin would not heal properly. The patient's incision reportedly reopened again and was closed again on (B)(6) 2017. No further incidents of the wound reopening were reported. The healthcare provider noted that the patient was probably about (B)(6) as the patient had lost 200 lbs as a result of a weight reduction surgery and this was the reason why her skin would not heal properly. No further patient complications were reported.